Manufacturer narrative:
B5: the lens was explanted and exchanged on (B)(6) 2021. The exchanged lens was another 12.6mm lens, -10.00 diopter. The patients 1-day post-op was va r 1.0, 1-month post-op va r 1.5, with or +0.25 ds, ou. No abnormal findings in post-op ocular health. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patient's right eye (od), on (B)(6) 2014. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.